Event description:
Per the clinic, the patient experienced poor sound quality and poor performance with the device. Open circuits were identified on 18 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. Based on these findings, a decision was made to explant the device and reimplant the patient with a new cochlear implant; at the time, no surgery date had been scheduled. Subsequently, on (B)(6) 2026, the device was explanted, and the patient was re-implanted with another cochlear implant during the same surgical procedure.

Manufacturer narrative:
Correction: the correct date received by manufacturer (g3) is january 08, 2026; not january 13, 2026 as previously reported. Device analysis report attached.